Event description:
It was reported that at refill, a pump reservoir volume discrepancy of 54.5% was noted; subsequently volume discrepancies of 122.2% and 73.9% were noted. These discrepancies were noted over a ten month period. During the same time periods, dose increases were made for spasm control. It is unknown if device troubleshooting was performed. Final pt outcome was not reported.